Event description:
Lasik performed by dr. (B)(6) of (B)(6). His procedure left me with three various forms of errors that could not be corrected with contacts or glasses. This is malpractice. You should review complaints against the doctor because I believe he is committing egregious errors. He should not be allowed to practice this surgery. He is destroying peoples eyes and he should be audited.